Manufacturer narrative:
The evaluation found foreign material under the forceps elevator at the distal end of the scope. Additionally, the following was observed: the adhesive on the bending section cover is detached. The coating on the connecting tube is peeling and the connecting tube has buckling. The universal cord, distal end cover, scope connector, control body have cosmetic scratching. The lg lens has discoloration and corrosion. The forceps channel port is shaved. The image has black dots due to a damaged charged coupled device unit is damaged and the light guide lens is worn. Adhesive around lg lens has wear. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. The customer contact information (e2 & e3) was not requested due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49).

Event description:
The service center (omsi) was informed that the evis exera ii duodenovideoscope was returned for an annual inspection. There was no reported allegation of a defect/malfunction. However, during inspection and testing, the service technician found foreign material under the forceps elevator at the distal end of the scope. No patient injury, infection or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the user conducted insufficient reprocessing around forceps elevator after procedure. Foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet 3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor the field performance of this device.